Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead's helix was unable to extend. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner/outer coil to be kinked in multiple locations at the middle region of the lead body. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and damaged inner/outer coil.